Event description:
It was reported that during a lap chole procedure, the note indicates a piece of the device broke off, back of tip, exposing metal (this occurred outside the pt). No add'l info is available. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (). (B) (4). Info anticipated, but unavailable at this time.